Manufacturer narrative:
G4: 24oct2019; b4: 25oct2019. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touchscreen measured resistance and resistance ratio are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Touch screen not responsive to touch finger commands and failed touch screen calibration, bad touch detected and replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event.